Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the control body corroded. Based on the result, we concluded that it was caused, due to the excessive force applied on the control body. In addition, we confirmed, that the electrical connector corroded, and the u/d & r/l pulley wire worn out. However, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Rest of accessory in operation channel this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.